Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c3-c7. It was reported that the plate broke while being implanted into the patient. The plate was removed and replaced with a new plate. After the surgery the patient was unable to lift their right arm.

Event description:
Ni

Manufacturer narrative:
(B)(4). The plate has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
Additional information: the device was returned for evaluation. The ratchet spring is missing and not returned for analysis. Macroscopic examination confirms plate separated at the ratchet spring interface. Significant damage noted to implant screw hole boss and multiple locations on implant, including the ratchet spring pocket area, consistent with explantation. Ratchet spring retention pocket reveals witness marks confirming initial presence of ratchet spring. Optical examination of implant did not reveal witness marks consistent with tensile overload, possibly due to the significant damage noted to the face of the ratchet spring pocket area. The ratchet spring catch features did not reveal any damage or witness marks.